Event description:
It was reported that the patient had an initial left total hip arthroplasty and was subsequently revised three years later due to pain and elevated metal ions. During the revision procedure, significant tissue damage, altr, and pseudocapsule were noted due to implant corrosion and debris. The femoral head and liner were exchanged without complication.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection identified bio debris on the taper surface. Damage, most likely from the removal process, was noted on the edge / bottom surface. Additional analysis would require cleaning and autoclaving but the device was not decontaminated as it is under active litigation. Medical records identified that the patient underwent a revision procedure due to pain and elevated metal ions. The patient had high cobalt levels prior to revision and the cobalt levels returned to normal after the revision. During the procedure, corrosion was noted at the head/neck junction. Altr and alval were observed. The necrotic tissue was debrided. The femoral head and liner were removed, and replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005222, lot :62778791 trilogy shell 52mm; 00630505036, lot: 62713079 longevity liner; 00771100920, lot: 62564767 m/l taper stem size 9 eo. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03442 stem.

Event description:
It was reported that the patient underwent a revision surgery approximately three years post initial total left hip implant for an unknownreason. Attempts were made to obtain additional information; however, none was available.